Event description:
It was reported to boston scientific corp that a pt underwent treatment with a prolieve thermodilatation kit in 2009 as part of a study for the treatment of benign prostatic hyperplasia (bph). Reportedly, approx three months subsequent to the treatment, the pt began experiencing partial erections and some physical discomfort from urinary problems. Both events are mild in intensity and are listed as ongoing. The pt did not require treatment for either event. The 2 week post-procedure visit, initially reported full erections and no physical discomfort from urinary problems. Per the complainant, "this was a worsening of pt's erectile function" and an "increase in discomfort".

Manufacturer narrative:
The prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed, therefore, the cause of the reported event is undetermined.